Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. If additional relevant information is received, a supplemental medwatch will be filed. Reference internal complaint (B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2018 and the patient was discharged home. The following day on (B)(6) 2018, the patient presented to the emergency room in "severe pain". The physician performed exploratory surgery and saw the patient had a "tubal/ovarian abscess". The patient's bowel and uterus were intact. The physician then performed a unilateral salpingo-oophorectomy and sent to the pathologist. The pathology report revealed e.coli and the patient had some "inflammation of tube". The patient had chronic diarrhea before the novasure procedure. The patient spent a week in the hospital on intravenous (IV) antibiotics and was discharged with antibiotics. The patient is "doing well".